Event description:
The pt reported charging and communication issues between the implant and the external equipment. Fluoroscopy confirmed that the implant was flipped in the pocket. The surgeon decided to replace the implant. The pt was implanted with a new advanced bionics spinal cord stimulator.